Event description:
It was reported that while attempting to deploy a stent graft in a stenosed loop forearm av graft, the delivery catheter broke near the y adapter. Upon removal, the deployment sheath moved and approx 1 cm of the stent graft was exposed. Reportedly, the device was advanced to the target site without difficulty. While attempting to deploy the stent graft, the physician encountered resistance. The delivery catheter broke when additional force was applied. No pt injury. The procedure was re-scheduled.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product, and the product was found to have met all specifications prior to release. The complaint sample has been received and is currently being evaluated.